Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings were as followed: due to wear of scope cover packing, water tightness was lost, suction cylinder had no color, air/water cylinder was deformed, plug unit had a scratch, label on scope connector was peeled, due to wear of angle wire, bending angle in down direction did not meet the standard value, light guide lens had a crack, bending tube was deformed, universal cord had coating peeling, and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.